Manufacturer narrative:
Malfunction was reproduced during the investigation and determined to be caused by o2 mfc component failure. Replacement of the o2 mfc resolved the problem.

Event description:
Customer identified a setpoint error when exceeding a sweep of 1 lpm during a case and clinician rebooted the module to address the error. There was no patient harm.